Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2016-03429. It was reported the patient ((B)(6)) was admitted to the hospital due to an infection following the trial period. The extension was snipped and removed when the trial period ended, but the lead remains implanted. The patient was given antibiotics intravenously to address the infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2016-03429. Follow-up revealed the infection was actually found prior to the completion of the trial period. Cultures were taken but the results are undetermined. The patient has also completed antibiotic therapy and was discharged/sent home. The patient's lead remains implanted.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3.reference MFR. Report#: 1627487-2016-03429.reference MFR. Report#: 1627487-2016-05063.follow-up revealed clarification of the patient's device information. Note: based on the device information gathered an initial report is being submitted for the 1192 anchor.

Manufacturer narrative:
Corrected data: follow-up information was inadvertently omitted from the previous follow-up report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2016-03429, reference MFR. Report#: 1627487-2016-05063.follow-up revealed the infection has resolved.